Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was scheduled and this ICD was explanted and discarded. No additional adverse patient effects were reported.